Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not booting. Upon remote testing, the rse confirmed issue with suite pc software and software was not loading. To resolve the issue, the fse went onsite and reinstalled the suite pc software which restored the functionality of the system. After reinstalling of the software in the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.